Event description:
The customer reported via phone call that the act button on the insulin pump is unresponsive. Blood glucose value was 113 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to light moisture damage on the keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case at the display window and reservoir tube window corners and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.